Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate ref, user reused test strip, user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/17/2015).

Event description:
Customer complaint of blood glucose results of "lo". The customer states that she feels fine and does not require any medical intervention. Expected blood glucose range is usually between 120 mg/dl - 140 mg/dl. Verified that the meter was coded properly (4532) and that the current vial of test strip is within the expiration date (03/31/2017). Verified the open vial date of the current test strips which was on (B)(6) 2015 and that the customer stores her meter and test strips in its original container, inside the carrying case in the dining room. Performed a back to back blood test, 59 mg/dl and 154 mg/dl. Reviewed the last five blood glucose results in the meters memory (the meter was not setup with the correct time/date). No adverse event reported.